Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump had motor position encoder error. Customer's blood glucose level was unknown at the time of incident. Customer was unsure about the damage to the drive support cap. Customer stated that the insulin pump passed the displacement test and manual prime and the motor error did not reoccur. Customer stated that the insulin pump was not exposed to magnetic field. The insulin pump will not be returned for analysis.